Event description:
The customer stated visible smoke was seen at the rear of the tdx analyzer and a "crackling" sound was heard. The customer powered off the tdx and found the power cable appeared to be melted. No patient samples were running at the time. The customer was advised to keep the power off. The abbott field service representative (fsr) installed a new tdx power entry assembly. There was no adverse impact to patient management reported, and no injury to personnel reported.

Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The customer noted the tdx had been serviced recently for a leak at the syringes. After the fsr replaced the power entry assembly, controls and tests were run to verify the tdx analyzer was working within specifications. The fsr noted the parts appeared to have been worn out from normal use, and there were no signs of further leakage from the syringe area and no liquid present in the analyzer. Tracking and trending found no adverse trends for the tdx generating smoke, or for issues with the tdx power supply or power supply cable. Labeling was reviewed and found to be adequate. Based on the evaluation, no deficiency was identified for the tdx analyzer or for the power entry assembly.